Event description:
It was reported that during a da vinci s nissen paraesophageal repair procedure the tip of the 5mm needle driver instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one needle driver grip broken off where the grip arm meets the grip hub. The grip has a 90 degree angle at the fracture location. No other damage was found.